Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump alarmed compromised force sensor system. The customer reported that the pump does not work anymore when they try to fill the infusion sets it shoots about a foot in a half. Customer states insulin was squirting out during the manual prime process. Customer states they were not wearing the pump during priming. Patient's current blood glucose was 500mg/dl. They were unable to troubleshoot for the high blood glucose due to the alarm. Customer stated the drive support cap appears normal (recessed). The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm compromised force sensor system alarm due to motor error alarm. Insulin pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case reservoir tube window corners, cracked case near display window corners and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.